Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported the ceramic liner would not seat properly and got stuck and angled inside cup. Surgeon could not remove it. It took approximately 20 minutes to get the liner out.